Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The reporter stated that the meter had been dropped in water at 10pm on (B)(6) 2018, and had stopped powering on. The patient manages her diabetes with oral medication, diet and/or exercise. The reporter denied that the patient made any changes to her usual diabetes management routine following the start of the alleged issue. She stated that 2 days after the meter stopped powering on, the patient started ¿vomiting¿. The reporter indicated that the patient was given omeprazole 20mg oral medication by a non-hcp to treat her symptoms at 4pm on (B)(6) 2018. She indicated that that at 8:30am on (B)(6) 2018, the patient obtained a blood glucose result of 391 mg/dl on an unknown meter. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided there had been misuse of the meter as the patient had dropped it in water. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event, i.e. Vomiting with a blood glucose result greater than 250 mg/dl, after the meter stopped powering on following being dropped in water.